Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk during a cardiomems sensor implant.

Event description:
Other related MFR report numbers are: 3004936110-2019-00444, 3004936110-2019-00446, 3004936110-2019-00601, 3004936110-2019-00602, 3004936110-2019-00611, 3004936110-2019-00637, 3004936110-2019-00639, 3004936110-2019-00640, 3004936110-2019-00641, 3004936110-2019-00642, 3004936110-2019-00643. One case of hemoptysis was reported in association with a cmems sensor from the literature article below. "Measures of procedure safety were in-hospital and 30-day mortality and implant complications, including access site hematoma, pneumothorax, pa injury/hemoptysis, and inability to deploy device. Complications, including one case of hemoptysis. The occurrence of hemoptysis was minor and did not require interventions such as bronchoscopy, blood transfusion, or intensive care unit admission. Internal jugular vein as alternative access for implantation of a wireless pulmonary artery pressure sensor publication info: circulation. Heart failure 12.8: e006060. Nlm (medline). (Aug 1, 2019).